Event description:
It was reported that tubes under filled with a bd vacutainer® fx 12.5mg/10mg plus blood collection tubes. This occurred on 45 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from italian to english: during the blood collection, some tubes did not aspirate the right amount of blood; in order to have a correct full tube we had to repeat the test more than once.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tubes under filled with a bd vacutainer® fx 12.5mg/10mg plus blood collection tubes. This occurred on 45 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: during the blood collection, some tubes did not aspirate the right amount of blood; in order to have a correct full tube we had to repeat the test more than once.